Manufacturer narrative:
Reported event an event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: (B)(6) 2020: stryker pi report (B)(6) /2020: operative report. Oa left knee, tka left. Implants: stryker triathlon size 3 universal baseplate, size 3 cr femur, 33mm all poly patella, 9mm size 3 cs polyethylene. All cemented. Im femur, em tibia. No obvious problems. (B)(6) 2020: intra-operative record. States right knee for preop dx, procedure says left knee tka. Base plate listed as a 2 uni, but cs poly #3 9mm. Other implants as above. Confirmation: the event a mua cannot be confirmed as there is no documentation of the procedure or clinical information thereof. Root cause: a root cause cannot be determined as the event cannot be confirmed -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tri ts baseplate size 2; cat # 5521-b-200; lot # dau7da triathlon cr fem comp #3 l-cem; cat # 5510f301; lot # h976h triathlon symmetric x3 patella; cat # 5550-g-339-e; lot # 45h3 simplex p full dose 1 pack; cat # 6191-1-001; lot # rka161 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Information received from study site indicates "knee manipulation under anesthesia."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from study site indicates "knee manipulation under anesthesia."